Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon is not filling up. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to replicate the failure. The fse checked the fault logs and found that the catheter was unplugged. The fse performed functional and safety tests on the unit. The unit was returned to the customer and cleared for clinical use.